Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 530 mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20mm x 4.0mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the device got scratched in the target lesion when it was positioned causing the proximal end of the stent struts lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20mm x 4.0mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the device got scratched in the target lesion when it was positioned causing the proximal end of the stent struts lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.